Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due dehiscent wound at the magnet site. Reimplantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient also experienced an extrusion of the receiver/stimulator, prior to explantation.